Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on (B)(6) 2022 performed on a nasopharyngeal (np) sample using a floq swab. A new sample was immediately collected (np) for confirmatory testing (biofire rtpcr- genexpert pcr) which resulted in a negative result. The customer reported that the patient presented with exacerbation of shortness or breath and was hospitalized. The customer reported that the patient was treated as a covid negative patient.

Manufacturer narrative:
Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1036134 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot: 1036134, test base part number 190-430 / lot: 1036134. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1036134 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.